Event description:
The pt tested his blood glucose on suspect device at 5 pm and it was 188 mg/dl. He took insulin based off of the suspect device reading. His blood glucose was tested at this time on the suspect device and it read 120 mg/dl. He was taken to the hosp and at 10:20 pm, his blood glucose was 16 mg/dl on their device and 26 mg/dl (lab). He was given 2 vials of dextrose.